Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/18/2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there is no data within the investigation window. The receiver case was opened and the internal inspection passed. Battery measurements were taken and they were within specification. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.